Event description:
It was reported that during procedure for prolapse and hemorrhoids, the device fired malformed staples and did not cut. A like device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.